Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device will not be returned for analysis.